Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on 21/5/2024 dr (pulmonogist) opened pack to use on patient and noted needle broken in set. Packaging was not damaged." The returned device showed a crack in the needle hub.

Manufacturer narrative:
(B)(4). The customer returned one, opened percutaneous cavity drainage catheterization kit for analysis. Signs of use in the form of what appears to be biological material were observed inside the needle cannula at the bevel. A reddish-pink residue was also observed inside the tray of the kit. Visual and microscopic examination confirmed that the hub of the 18ga introducer needle was cracked. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin". The customer report of a cracked needle hub was confirmed by visual inspection of the customer supplied photo and the returned sample. Visual analysis revealed a crack on the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation , the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was fully implemented (B)(6) 2023 using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2024 dr (B)(6) opened pack to use on patient and noted needle broken in set. Packaging was not damaged." The returned device showed a crack in the needle hub. Associated complaints 3003898360-2024-01158, 3003898360-2024-01161, 3003898360-2024-01160 and 9680794-2024-00914.